Manufacturer narrative:
As of today, no revision surgery was performed or scheduled.

Event description:
It was reported that a revision was performed due to loosening.

Event description:
Correction: as of today, no revision surgery has been performed. Information received only suggests the implant showed signs of loosening.